Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps instrument had a loose screw at the tip. The procedure was completed as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.57mm at the swaged end compared to the nominal pin diameter of 1.56mm. Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis initial findings were confirmed. The instrument was found to have a dislodged grip pin. The outer diameter of the pin at the swaged end was confirmed to measure 1.57 mm, which is smaller than expected. An unswagged pin has a diameter of approximately 1.57 mm.

Event description:
Refer to h11 for follow-up information.